Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout. Evaluation summary - the analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device jammed. Another device was used to complete the case with no patient consequence.